Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the auxiliary alarm not working. The bt2 battery that powers the alarm had been depleted beyond functionality and normal wear. The pump was serviced and returned.

Event description:
The initial reporter stated that the pumps back up alarm was not working. The initial reporter also stated that this occurred during testing and so there were no effects to a patient. (B)(4).